Event description:
Complainant alleged that during a routine shift check by a clinician the device's key switch rotated around completely and user was unable to access manual mode. Complainant indicated that there was no pt involvement in the reported malfunction.